Event description:
The pt's ventilator had a high vt alarm going off. The respiratory therapist checked waveform as well as pt. Pt was still ventilating and vital signs stable. Respiratory therapist then noticed that there was no collection vial set up: exhalation port-then blue filter-then pt circuit. Changed out and placed collection vial in place. The blue exhalation filter was full of water. "Contact service" flashed on screen many times. Respiratory therapist determined that humidification got up into ventilator which created the misreading. The ventilator was changed out with no harm done to the pt.